Manufacturer narrative:
A part shipment was placed for a system control board assembly, gantry motion control box and position motion control box. Medtronic representative went to the site to test the equipment. While performing an imaging system check-out, the medtronic representative, confirmed that the imaging system was intermittently, not holding home positions. During testing the imaging system failed once but failure would not repeat. The medtronic representative deduced the system control board required replacement. After part replacement, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The system control board assembly, gantry motion control box and position motion control box were returned to medtronic for analysis. An on-site investigation was completed on the returned parts. System control board assembly- could not confirm reported problem. A simulated use test was performed. System control board was installed in test system and ran without any issues. No fault found. Gantry motion control box ¿ returned to medtronic, unused. Position motion control box ¿ returned to medtronic, unused. Imaging system software- logs were reviewed. Examination of the log file was inconclusive; no events which can explain 'non-responsive ias/mvs' and 'power down of ias' were logged. On, (B)(6) 2014, imaging system check-outs were performed, all areas passed. System performed as intended. On (B)(6) 2016, a replacement power switch board kit was requested and shipped to the site. On, (B)(6) 2014, as a proactive measure the power switch board kit was replaced. An imaging system check-out was performed, all areas passed. System performed as intended. The power switch board kit was returned to medtronic for analysis. An on-site investigation was completed on the returned parts. Power switch board kit- could not confirm reported problem. A simulated use test was performed. Power switching board was installed in test system and ran without any issues. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's mobile view station became unresponsive. The mobile view station was unresponsive after taking a 3d spin and as the exam was transferring. After, rebooting both the image acquisition system and mobile view station a message was displayed requiring the action to calibrate the motion. The imaging system was removed from the room and a calibration was performed. As the radiologic technologist was driving the system back into the operating room, the image acquisition system powered down. The medtronic representative, again, rebooted both parts of the system and, again, found the same message requiring the action to calibrate the motion control. The surgeon discontinued use of the imaging system and chose to complete the procedure with a c-arm, an alternate system. The surgery was successfully, completed. There was a forty five minute delay to the procedure due to this issue. There was no impact on patient outcome.